Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Slotted piece slides forward and causing it to have to be adjusted often. Push lock for the foot pedal is not staying tight for the breaking system. The foot break therefore never stays tight.